Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 32 mm impactor tip worn, old, cracking. Found when set returned to the office for inspection. 36 mm impactor tip worn, old, cracking. Found when set returned to the office for inspection. T-handle cracked. Found when set returned to the office for inspection. Driver extractor separated. Found when set returned to the office for inspection. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.